Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) (out of warranty) was timing out , which caused no energy to cut branches correctly. They were able to finish case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) (out of warranty) was timing out , which caused no energy to cut branches correctly. They were able to finish case. The hospital did not report any patient effects.